Event description:
A radiographic procedure requiring the table to be tilted was underway. The table top was in an extended longitudinal positon prior to the commencement of table tilt. Using the tableside control buttons the technician engaged the tilt drive. Ordinarily when the table tilt reaches approximatley 30 degrees a mercury sensor should automatically retract the table top so it won't hit the floor. On this occasion the table top did not retract. When the table tilted enough for the table top to contact the floor the technican failed to recognize the situation and continued to command additional tilt. The table top acted as a fulcrum, thereby transferring the tilt drive torque to the table based mounting bolts. The force was sufficient to dislodge the bolts from the terrazzo floor and the table, having lost its base anchor, fell over. Neither the patient nor the technican were injured.